Event description:
Follow up information identified the physician performed a revision on 15sep2020. The patient¿s lead was tested separately from the extension and ipg with a multi lead trial cable and epg, showing the lead had high impedances on all electrodes. Both ports of the trial cable were used multiple times to be sure the lead was the issue. The physician opted to explant the scs system and replace it with a new system. This resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No surgery has been scheduled at this time. If surgery occurs, an amended final will be submitted.

Event description:
Related manufacturer reference number: 1627487-2020-31663. Related manufacturer reference number: 1627487-2020-03931.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The lead extension was returned without any anomalies or damage. It passed electrical tests as well as a lead fitment test. It functioned as intended. No physical or functional anomaly was observed that would contribute to the reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-03931. It was reported the patient experienced ineffective therapy at a postoperative programming session. Diagnostics revealed high impedances. X-rays showed the lead fully inserted into the extension, and no evidence of extension pull out of the ipg. To address the issue, the patient may be awaiting surgical intervention.